Event description:
The manufacturer received information alleging a malfunction of a ventilator's touchscreen and a low oxygen level. There was no patient harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a malfunction of a ventilator's touchscreen and a low oxygen level. There was no patient harm or injury reported. The device was returned to the manufacturer's service center for evaluation and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed.